Event description:
The customer reported that the skin spacer was missing from the system. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep ordered a skin spacer, and shipped directly to customer for them to replace.